Event description:
It was reported by the affiliate that during cholecystectomy air leaked from the device soon after using. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Damaged universal seal assembly. Evaluation summary: the analysis results found that the b12lt was returned with the obturator inserted through the sleeve cannula; therefore the 12mm seal and duckbill were deformed. The instrument was functionally tested for leaks and it failed due to the returned condition. No conclusion could be reached as to what might have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.